Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a positive architect toxo igg result of 3.7 iu/ml was generated for a patient (sid (B)(6)) that previously tested negative. Two different samples from the patient tested negative at 0 iu/ml. Field service replaced wash manifolds and the syringe assembly on the architect i2000sr analyzer to resolve the imprecision issue. No adverse impact to patient management was reported.

Manufacturer narrative:
The customer observed crystallization on wash zone 2, and a review of logs found several occurrences of error code 3350 (self- test failure on liquid level sense board) for the r1 probe. Although, the customer replaced the r1 probe, service was dispatched and cleaned the wash zone 1 and 2 and wash zone probes. Replacement of the leaking r1 syringe and 4 trigger and pre-trigger valves were considered the likely causes of the discrepant result. Service verified the system function by performing successful control run. No additional false positive results were reported. A service history review for isr05223 revealed no additional discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.